Event description:
Non-us event; occurred in canada. Consumer reported upon removal of a regular absorbency tampon, the string was shorter than usual. She was able to locate and use the string for removal of the tampon from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
The production identifier of lot number was not available from the consumer. The consumer no longer had the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.